Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the event was likely cause by the following: 1. The cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent. 2. The cover was damaged by being pushed obliquely during attachment to the scope. 3. The cover was insufficiently attached to the scope. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to an olympus representative that the distal cover dislodged "during use." It was reported that the device "failed in the patient." Additional information from the olympus representative stated that "the part wasn¿t retrieved from the patient but there was no lasting damage to the patient". It was confirmed that the device was inspected before use. The procedure is unknown and was completed with a similar device. No procedural delay was reported. Attempts to retrieve additional information from the customer are in progress.